Manufacturer narrative:
The complaint investigation was reopened, as against previous information a product (one eddy tip) has been made available for investigation without further notice. Visual inspection: we received one eddy tip broken in two pieces. The eddy tip is broken at the tip. Measurement: broken part is available and measuring approx. 4,82 mm, remaining active part measuring approx. 23,18 mm. Total of active part is complete, measuring 28 mm (measured with measuring gauge mitutoyo pm# 1749 valid till 5/2026). No part of the eddy tip is missing. Injection tool cavity is #2. The active part is melted at the tip (broken tip due to thermal effect). No unused product was received for investigation. DHR review for the claimed lot 464110 was performed (no DHR issue was detected. The final root cause cannot be determined. Correlation between adverse event and the involved medical devices. The important information of adverse event is incomplete or unavailable, and the cause of adverse events of medical devices cannot be determined. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
Investigation results: no product was made available for investigation following two documented attempts for such. DHR without fault. No further investigation. Root cause cannot be determined. No issues were detected during production of claimed lot. Production vdw batch # 464110 meets specifications. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that eddy irrigation tips broke during use. The outcome of this event is unknown as of this MDR. Further information requested.